Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report # 3006705815-2018-03208. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Reprogramming was unable to resolve the issue. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2 . Reference MFR. Report # 3006705815-2018-03208. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2018. During the procedure, the physician repositioned the patient's leads. Surgical intervention addressed the patient's issue.